Event description:
It was reported that the ilet device¿s outer casing separated when the user removed it from a pocket, and the user temporarily secured the housing with tape; blood glucose levels were not impacted. Symptoms included no adverse clinical effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included customer follow-up, device replacement logistics, and request to synchronize device data prior to return. Investigation of this case revealed a mechanical housing separation consistent with a screen bezel or enclosure integrity issue; no alarms or functional malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage consistent with product wear or handling.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.